Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. Noise could be reproduced by provocative testing. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.